Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss over one hour occurred on the tandem pump. As the patient was aware of the signal loss, a blood glucose (bg) was performed which was over 500 mg/dl. The patient had trouble focusing and concentrating so he called a friend to take him to the emergency department (ed). He was admitted to the hospital, treated with an insulin drip and other medications, and released the following day. The sensor insertion site and date were not provided. At the time of the report, the patient was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage check was performed and passed. A pairing test was performed and passed. A review of the bin file was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.